Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. Atrial undersensing was noted on the right atrial (ra) lead. This lead remains in use. No further patient complications have been reported as a result of this event.